Event description:
Ruptured implant removed; suffered for many years with symptoms, was diagnosed with 3 autoimmune disorders, had mammogram and it revealed a ruptured silicone breast implant. FDA safety report ID # (B)(4).